Event description:
The customer reported that he had been experiencing low blood glucose levels for two weeks leading up to the call. Customer reported having a blood glucose level of 45 mg/dl. The customer declined troubleshooting for the low blood glucose levels. The customer stated that these issues may be due to the insulin pump's settings, and the device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.